Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an erroneous high result for 1 patient sample tested for elecsys anti-tshr immunoassay (anti-tshr) on a cobas 8000 e 602 module. The initial result was > 40 iu/l. The repeat result was < 0.300 iu/l. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct. There was no allegation that an adverse event occurred. The anti-tshr reagent lot number was 322384. The expiration date was not provided. Qc results from the day of the event were within the acceptable range. It was noted that the reagent bottle had just been changed at the time of the erroneous high result. It is possible that a film was present causing a reagent pipetting issue. Upon review of the alarm trace, an abnormal sample aspiration alarm and an abnormal sample probe movement were observed from the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.